Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received multiple shocks for episodes and there was a lead integrity alert for high rate non-sustained episodes and high sensing integrity count. A review of the electrogram suggested the right ventricular (rv) lead and atrial lead did not appear to be functioning normally. When a phone call was placed to the patient a family member stated the patient is deceased. A request for additional information was made and it was learned the patient was unable to recover from ventricular fibrillation and the physician did not associate the over-sensing as causing or contributing to the death.